Event description:
Information received from the field notes that the patient complained of pain upon pacing. Previous visits with a cardiologist resulted in her being informed that she had either diaphragmatic stimulation or vagal stimulation. The patient indicated that she felt this pain in the operating room at implant. Programming around the stimulation was not successful. It was later reported that although there was minor stimulation, the patient was psychosomatic.